Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event or prolonged procedure? How was the leak controlled? Was buttressing material utilized? If so, which product?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long was the procedure prolonged? The procedure begun at 9am approx. And had to last max till 10:30. Because of the problem, it ended at 13:30 was there any patient consequence or change in the post-operative care of the patient as a result of the event or prolonged procedure? A particular post operative care and attention but no consequence finally how was the leak controlled? Suture " separated points¿ was buttressing material utilized? If so, which product? No buttressing material used.

Event description:
It was reported that during a gastric resection procedure, there was a hole visible to the naked eye from about 1cm to the staple line, the fourth green charger with gastric fluid flow in the pneumoperitoneum. (Peritonitis risk for the patient). Using a fifth cartridge to the staple line to resize the sleeve and to exclude the staple line problem. When removing the fifth cartridge of jaws of the clamp, the green plastic cartridge separates from the metal bracket that remains embedded in the jaw. Difficulty in removing this part of embedded cartridge in the jaw. After re-cutting of the sleeve and end sleeve with gold cartridge, blue test positive at different locations at different locations of the staple line. Many separate points. Positive blue test four times in a row and points separated at different levels. Negative on the fifth test. There were no adverse consequences for the patient. To date, the patient is well, always with a drain but no fistula sign. The procedure was prolonged for an unknown amount of time. There was no patient consequence reported.